Manufacturer narrative:
(B)(4). Batch # = m92y38. The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuations of the trigger; it remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed link was noted broken causing the feeding issues and 12 clips were found inside the shaft. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, upon opening the new package, no clips would emerge from the applier. The account believes the instrument is empty, and never had any clips in it. Another like device was used to complete the procedure. There were no adverse consequences for the patient.